Manufacturer narrative:
Deroyal: the reported sample was returned for evaluation. The supplier was made aware of the issue and the sample forwarded on to them for further investigation. Investigation into the root cause is in process.

Event description:
The doctor was using the specimen retrieval bag for a routine lap chole. The bag was deployed, gallbladder placed in the bag, and once the thumb ring and introducer shaft were removed, the doctor started to pull the white drawstring back and forth. The bag and gallbladder were half way out of the incision site when the seam and white stitching at the bottom of the bag gave out and the gab came open. The gallbladder was stuck half hanging out of the incision site and the doctor was able to remove it from that point with this hand. The gallbladder did not burst but it was full of hundreds of tiny gallstones that could have caused a big problem.